Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user on (B)(6) 2019. Lowest bg recorded by bg meter on (B)(6) 2019 was 55 mg/dl at 11:41 am. Prior to bg of 55 mg/dl, there were no obvious requests or deliveries that would cause bg levels to drop. At 12:45 pm, user requested a bolus for 8 grams of carbohydrates without entering current bg level. Cartridge change sequence was completed at 10:03 pm. Complaint could not be confirmed. Making bolus requests and not entering current bg value could lead to a low bg event. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) in the 40's (mg/dl); cause was unknown. Reportedly, the customer disconnected from the pump for the night and in the morning, performed a supply change and delivered a bolus to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.